Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ECG trunk cable failed the device self test. The customer did not report any patient/user involvement.